Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an unrelated MRI. It was stated that the patient had shocking and overstimulation. The scs therapy was not doing anything for their pain, there was a lack of pain relief, and it was ¿just shocking¿ them. The patient services agent asked for clarification if the patient meant normal therapy sensation or if it was a shocking/jolting sensation. The patient reported that they did not know for sure but they thought that they may have had it set too high. The sensation would not allow them to stand up. It was reported that it had been like that since implant and they did not think they got it right from the beginning. It was stated that the placement was incorrect because the leads were implanted 1 or 2 vertebral bodies up from the trial positioning. They had not used or charged the scs system for a couple of months and the battery had gone dead. It was unknown the time that the ins became dead. The patient did not have their external devices with them during the call so that troubleshooting could be done. The patient planned to reach out to a manufacturer representative. No further complications were reported. Information was received from a manufacturing representative (rep) regarding the patient. An overdischarge was alleged. The rep confirmed that they had just recovered the patient¿s battery from overdischarge. A power on reset (por) (B)(4) message was displayed on the clinician programmer. The rep was able to clear the por, and all impedances were normal. According to the clinician programmer, it was noted that the patient last recharged the device on (B)(6) 2016. The patient had not maintained recharging due to unrelated medical issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.